Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2025, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted during the same surgery and the patient was re-implanted with another cochlear device.